Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) had reached elective replacement indicator (eri) and was suspected to be depleting prematurely. Device replacement was recommended. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that the patient thought they heard the device beeping. The patient was referred to their health care professional (hcp). The device was subsequently explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) had reached elective replacement indicator (eri) and was suspected to be depleting prematurely. Device replacement was recommended. No adverse patient effects were reported. The device remains in service.